Manufacturer narrative:
Customer discarded device.

Event description:
The user facility reported that the device snapped during a procedure.  All pieces were identified and were removed. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device snapped during a procedure.  All pieces were identified and were removed. There was no patient impact, no delay, no medical intervention, and no adverse consequences.